Event description:
"Literature article reviewed. Fansur m, yurdi na, stoewe r. The intraoperative use of a calliper predicts leg length and offset after total hip arthroplasty. Component subsidence influences the leg length. J orthop surg res. 03 jul 2021. Pmid: 34217347. The article's purpose was to evaluate intraoperative use of a calliper predicts leg length and offset after total hip arthroplasty. Patient data: the mean age of the patients was 51 years (17¿74), with 30 out of 54 patients being male. Depuy products: tha was noted to be a depuy construct, specific product line was not provided. The noted caliper used intra-operatively was competitor. Adverse events (n) = quantity not addressed within the article. (5) intraoperative proximal femoral calcar fracture - treated by a cerclage. (2) more than 3° varus/valgus malalignment of the femoral stem ¿ treatment not noted. (1) undisplaced pelvic fracture intraoperatively - treated conservatively without further consequences. (1) directly postoperatively liner disassociation from the cup ¿ revision. (1) undersized acetabular cup ¿ revision. (6) major intra-operative blood less ¿ blood transfusion postoperatively. (N) leg length discrepancy ¿ treatment not noted".

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot :a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.